Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had experienced high blood glucose level 401 mg/dl. Customer had not experienced any symptoms at time of incident. Customer had already treated for high blood glucose level. Customer declined to troubleshoot. It was unknown that automode feature was active at the time of incident. The insulin pump will not be returned for analysis.